Event description:
A malfunction with code malf 23 was reported, and it was determined that the code was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer opted to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support assisted in shipping a replacement pump, confirmed the shipping address, and instructed the customer to put the pump into storage mode before returning the problematic pump to tandem. The customer acknowledged the instructions.